Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a broken screen. The overlay screen was noted to be broken however it was functional. The customer comment that the printer was broken was not confirmed however it was noted that it was not set to print interrogation reports and needed the hard drive reconfigured and software reloaded as a preventative measure. Corrosion was noted at bulkhead, link electronic module (lem) board and micro processor unit (mpu). The stylus and power cord door were noted to be missing. The programmer was scrapped for lack of parts and unreliable operation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was received into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.